Event description:
It was reported that although the fiber was in good condition when it was opened and plugged into the laser, after 15 joules had been expended, the fiber broke in the external portion of the device. It was indicated that the fiber had not been touched or moved after the console was set up; however, when the footswitch was activated a flash was observed in the room and a red light appeared on the fiber 12 inches away from the connection port. The laser was put into standby mode and a second fiber was used to complete the procedure. There were no patient complications reported. It was specified that all personnel and the patient had their eyes protected, and upon inspection of the initial fiber no cracks were seen in the outer protective layer.